Event description:
It was reported that two days prior, the patient had switched to a pump during a scheduled cassette change. Upon activation, the pump alarmed with red notifications indicating clamp issues. The patient inspected the line but found no visible problems. Despite this, the alarm persisted, prompting the patient to transfer the cassette to a backup pump. The second pump initially displayed the same alarm but eventually stopped after further handling. After a few hours of infusion with the second pump, the patient noticed significant paleness and became concerned that medication might not have been delivered, despite the absence of additional alarms. As a precaution, the patient transferred the cassette back to a legacy pump, which functioned without issue. Since switching back, the patient has not experienced any further symptoms or device-related problems. The reported product fault occurred while the device was in use with the patient. The issue was determined to have contributed to a clinical concern, though no medical intervention was required. The affected device was replaced, and the patient was able to continue infusion using a backup device. The infusion was considered life-sustaining.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.